Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal end. The patient was undergoing surgery for treatment of an amorphous, unruptured left ophthalmic artery aneurysm with a max diameter of 11mm and a 6mm neck diameter. Landing zone: distal: 3.3mm and proximal: 4.8mm. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal. It was reported that the surgeon delivered the stent to the straight segment of the middle cerebral artery m1, withdrew the catheter and deployed the stent 8-10mm, but the stent could not be opened. After waiting for 3-4 minutes, it still could not be opened. The surgeon slowly pulled back the stent 3-4mm. At this time, the stent tip was still in the straight segment and the stent still could not be opened. The surgeon retrieved the stent once, continued to withdraw the catheter to deploy the stent, but the stent still did not open. The surgeon repeated the above actions twice (waiting, slowly pulling back), but the stent did not open and became a rod. The stent tip was found to be slightly broom-shaped and rough under the image. The surgeon reported that the stent could not be opened and suspected it was broken. The surgeon requested a refund and complaint. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The stent was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The pipeline had not been implanted in the human body and was resheathed and completely removed from the body via the catheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the procedure was completed by replacing it with the medtronic dense mesh stent with another specification to complete the surgery. No pipeline breakage was able to be determined.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the braid was returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the braid's distal and proximal ends were found open and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer's report of failure to open at the distal end was not confirmed, as the braid's distal and proximal ends were found opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, or deployment of the braid in a vessel bend. However, the customer reported that the vessel tortuosity was moderate, and the braid was not positioned in a vessel bend, which rules these out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.